Event description:
The male pt received two cypher stents in the lad and two cypher stents in the rca. The pt developed stent thrombosis in the lad and subsequently died.

Manufacturer narrative:
The target lesions were the left main to the mid left anterior descending (lad) and the proximal to mid right coronary artery (rca). The lad was de-novo, concentric, bifurcated and calcified. Aha/acc classification of the vessel was type c. The lesion length was 48mm and vessel diameter was 3.0mm. The rca was de-novo, concentric and calcified. Aha/acc classification of the vessel was type c. The lesion length was 41mm and vessel diameter was approx 3.0mm. The procedure was an emergent case due to acute mi. For the lad, pre-dilatation was conducted with a 2.5 x 15mm balloon at 10 atm for 30 secs 3 times and with a 3.0 x 10mm balloon at 16 atm. A 2.5 x 28mm cypher stent was implanted at 18 atm for 30 secs. A 3.0 x 23mm cypher stent was implanted at 18 atm for 30 secs proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a 3.0 x 10mm balloon at 20 atm for 30 secs twice. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 2 before the procedure and 3 after the procedure. Act was not measured. Four days later, a procedure was conducted to treat the lesion in the rca. Pre-dilatation was not conducted. A 2.5 x 13mm cypher stent was implanted at 18 atm for 30 secs. A 3.0 x 33mm cypher stent was implanted at 16 atm for 30 secs proximal to the other cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Ten days after the procedure, the pt developed ventricular fibrillation in the hospital. Defibrillation was conducted. Coronary angiography was conducted and thrombus was observed in the 1st and 2nd cypher stents located in the lad. Thrombus was not observed in the cypher stents in the rca. To treat the thrombus, balloon angioplasty and aspiration was conducted. Four days later, the pt didn't recover and passed away. Postmortem was not performed. Physician indicated that the possible cause of the thrombotic event was because clopidogrel sulfate was stopped due to cerebral bleeding. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00927. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.